Manufacturer narrative:
Updated field: b4, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The equipment had "system failure at power-on and during operation. The machine was not in use. Offset calibration and cleaning of connector contacts. Probable faulty front-end board to be replaced. The fse replaced the pcb, front end module. Repair completed. Operational tests performed with positive results.

Event description:
It was reported that during power-up the cs100 intra-aortic balloon pump (iabp) has system failure. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.